Manufacturer narrative:
(B)(4). Batch number ==> r57y7w. Investigation summary ==> the analysis found that one pcee60a device was returned with no apparent damage and with an ecr60b cartridge not loaded on the device. The cartridge was received unfired. Further analysis showed that the device would not closed the jaws. The device was disassembled to verify the condition of the internal components and showed excess of loctite on the frame, not allowing proper interaction of the clamping mechanism, preventing the device from closing. No functional test was performed due the condition of the device. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the closing lever had a difficulty in closing, and the jaws did not close before firing. The knife reverse switch also had a difficulty in sliding. Another competitive device was used to complete the case. There were no adverse consequences to the patient.